Event description:
It was reported that unspecified bd¿ IV extension set tubing ruptured leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the cadd pump tubing ruptured and leaked.

Manufacturer narrative:
The following field has been updated due to corrected information: b.5. Describe event or problems: it was reported that unspecified bd¿ IV extension set tubing ruptured leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the cadd pump tubing ruptured and leaked. H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set tubing ruptured leaked. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that the cadd pump tubing ruptured and leaked. Verbatim: the patient is from (B)(6). Called and drove to (B)(6) then (B)(6). Finally instructed to come here per patient and relative. They were upset when they arrived. Cadd pump tubing ruptured and leaked. They were pointed to go all over the said locations before arriving here. Called dr. (B)(6). 64 ml remaining on the 5fu bag according to cadd pump record. Patient does not want to continue treatment.